Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 560 mg/dl. Customer stated that she stated that she was getting high blood glucose (B)(6) night. Customer changed sites and when she started to eat breakfast and she tried to give insulin for her breakfast she got a no delivery and this was the 2nd site. Customer reported that, the alarm did not occur during manual prime. Customer reported that, the event was resolved by changing complete set of infusion and reservoir. Customer did not want to troubleshoot the high blood glucose. The insulin pump will not be returned for analysis.